Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A "try it" sound test was performed and failed. A sound test using the global receiver communication tool was performed and failed. Functional tests were performed and the audio test failed. The audio speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.